Event description:
Patient had an implanted pacemaker six years ago. The patient recently experienced light headedness and weakness. The physician checked the pacer in office and found the patient was having intermittent capture by the rv, right ventricular, lead. At that time patient was scheduled for a new lead to be placed.